Event description:
Reportedly, on (B)(6) 2012 f/u, the programmer was frozen during v threshold test. When the programmer was shut down and restarted 10 sec later, v threshold was successfully performed. However, the same behavior re-occurred when a threshold test was launched. In addition, aida (holter memories) was noted empty in some pt files. An explantation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.